Manufacturer narrative:
The field service engineer determined there was an issue with the vacuum pump of the analyzer. Calibration data was ok. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a creatinine value of 11.27 mg/dl, which repeated as 0.75 mg/dl. The creatinine reagent lot number was 48737901, with an expiration date of 31-mar-2021.